Manufacturer narrative:
(B)(4). The carefusion field service engineer evaluated the ventilator and found vent delivered volume and exhaled volumes were out of calibration. To correct the problem replaced the flow transducer receptacle and recalibrate all the transducers. Ventilator testing passed and the delivered volumes read within limits.

Event description:
The customer reported that the ventilator is not delivering the programmed tidal volumes while on a patient. The ventilator was removed from the patient and the patient was placed on another ventilator, no patient harm.